Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A patient service rep (psr) visiting an (B)(6) year old female patient had a rash extending from the front therapy electrode (te) to the right side of her back. The hosp staff has been using powder and gauze on the effected area, but this is interfering with the device. Zoll customer support recommended cornstarch and removing the device for an hour per day to let the skin dry. The call was given to the patient's nurse, who reported that the patient's rash was a fungal infection. The patient has been prescribed dermafungal for the infection. Upon follow-up with the patient's son later that day, zoll customer support recommended increasing the frequency of garment changes. The patient's son followed-up on (B)(6) 2011 reporting that the patient's cardiologist advised the patient ended use.

Manufacturer narrative:
Device eval summary: biocompatibility testin gto iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.